Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported an infection was discovered at the ipg pocket site during a lead replacement procedure (reference MFR report#3006705815-2016-00474). As a result, the entire scs system was explanted at that time. Reportedly, the patient was admitted overnight to receive IV antibiotic treatment and vancomycin for wound care. Reportedly, the patient was to be discharged from the hospital the following day.